Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a hyperglycemic event following a recent supply and site change, with blood glucose rising from approximately 140 mg/dl to a fingerstick of 486 mg/dl, and the user observed insulin inside the device upon removing the cartridge; the agent guided replacement of the cartridge and connector, and based on user history and lack of visible cartridge damage, the suspected issue involved the connector rather than the cartridge. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included customer interview, device use review, and troubleshooting with education. Investigation of this case revealed a suspected connection integrity issue consistent with intermittent delivery or leakage at the connector, with no evidence of cartridge damage. It was concluded that a connector-related delivery issue was the likely cause of hyperglycemia, and the user was advised to monitor blood glucose and call back if elevations persisted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.